Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair by quality engineering it was determined that the device would not hold the k-wire, had heat, noise and failed pre-test for check self holding, clamping range and untrue running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) veterinary surgical procedure, it was observed that the quick coupling attachment device was heating up, shaking, sputtering and made a crackling noise. It was reported that there was an unspecified delay in the surgical procedure due to the event. It was reported that the surgeon believes the patients bone split due to the attachment device not working. Further clarification on this event was received from the reporter, that stated the bone cracking was mistaken for the sounds coming from the wire collet (quick coupling attachment device). It was reported that the surgeon continued driving the pin to finish the case without realizing to stop over the noise of the wire collet. It was reported that the patient had bruising and swelling that was not typical for a tplo and required additional post operative care and bandaging. It was further reported that additional implants were placed due to the event. The status of the patient is being monitored. It was reported that the procedure was completed without the use of the attachment device. There was no human patient involvement as this was a veterinary procedure. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.